Manufacturer narrative:
The reported event that screwdriver blade, cannulated was alleged of 'not functional' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. Note that a corrective action has already been addressed for these kind of complaints. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Customer reported that the screwdriver tip didn¿t engage with the screw ¿ it seemed to have been already broken prior to use. Used a different kit to complete the case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that the screwdriver tip didn¿t engage with the screw ¿ it seemed to have been already broken prior to use. Used a different kit to complete the case.